Manufacturer narrative:
Model number/catalog number: 72404310 serial number: n/a batch/lot number: 1000586350 model/catalog description: pump ms unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161 serial number: n/a batch/lot number: 1000443829 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (b(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which a crack was found in the cylinder connecting tube. All components were removed and replaced. No patient complications were reported.